Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve which was performed via direct aortic access, an introducer sheath was used. The valve was deployed and fully released. Upon angiography review following deployment, it was noted that the valve had dislodged aortically. The dislodge was reported to be a combination of the direct access to the aorta and local calcification on the leaflets in the annulus area. The native valve was bicuspid or bicuspid type due to the calcification. Subsequently a second valve was implanted. No additional adverse patient effects were reported.